Event description:
It is reported that the patient is experiencing discomfort while exercising. Patient is also experiencing periodic discomfort and sporadic achiness on thigh and hip area. Blood tests and blood work pending.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.